Manufacturer narrative:
(B)(4). Explant and unable to adapt to multifocality. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Follow up with the location contact clarified that the patient had difficulty adapting to multifocality. The intraocular lens (iol) was explanted and a monofocal iol was placed. The patient is reported to be doing excellent. She is happy with her distance vision and wears reading glasses for near. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report concerning a patient where the patient had a bilateral intraocular lens (iol) explant as she was not able to adapt bilaterally. The intraocular lens was replaced with a monofocal lens. No sutures were used and no patient injury reported. This report for the left eye; a separate report is filed for the right eye.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for an investigation. Visual testing was performed on the sample received and noted that the lens was received cut in half indicating that it had been handled and explanted. Diopter measurement was not performed as the condition of the lens was not adequate for diopter measurement. The lens diopter was verified during manufacturing and matched the labeled diopter. The customer complaint was not confirmed. Corrected data: catalog#: zmb00u0170. All pertinent information available to abbott medical optics has been submitted. Placeholder.